Manufacturer narrative:
Unique complaint ID : (B)(4) service visit was completed 5/26/2017; customer confirms the bed bases were strapped together.

Event description:
Customer purchased the bed base (B)(6) 2015. The bed base was delivered (B)(6) 2015. Bases were not strapped together during bed delivery. Customer fell between bases and hurt his head. Complainant confirms no medical intervention or assistance was needed.